Event description:
It was reported that insulin squirted out during the manual prime. The numbers did not appear on the screen and no beeps were heard. Nothing further was reported.

Manufacturer narrative:
The insulin pump alarmed motor error during the basic occlusion test due to a loose motor support disk. The motor was tested outside of the device, and passed. Unable to conduct the prime test due to the motor error alarms. The insulin pump was received with a missing end cap sticker.